Manufacturer narrative:
The device has been returned for evaluation today; however, and the analysis is not complete. A supplemental report will be submitted once the evaluation has been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that coil did not detach within the lesion. It was also reported that resistance was felt in the proximal section of the catheter. The device was retrieved. A new coil was used to treat the patient. The device was used and prepared per the instructions for use (IFU). No patient injury occurred. There are no images of the device. The anatomy was not tortuous. The catheter was flushed as indicated in the IFU. The unknown catheter that was used was not reported to have been damaged and it was inspected prior to use. The catheter tip was shaped by the customer. The brand of the microcatheter and the type of procedure are unknown.

Manufacturer narrative:
The concerto coil was returned for evaluation without the instant detacher was not returned for evaluation as it was discarded. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The pushwire was found to be bent near the distal section within the introducer sheath. The concerto implant coil appeared to be damaged within the introducer sheath. The concerto coil could not be pushed out from within the introducer sheath for further evaluation as resistance was encountered. During testing, the concerto coil was pulled out from the introducer sheath. Under the microscope, the coin was found to be located against the lumen stop, the shield coil was found to be present, and the damaged implant coil was found to be still attached to the pushwire. All other subassemblies appeared to be normal and no other anomalies were observed. An in-house instant detacher (in-house instant detacher) was then selected for use in detachment testing. No difficulty was experienced inserting the pushwire into the instant detacher, and the load indicator was not visible when the pushwire was fully seated in the instant detacher cap. The instant detacher was then used to successfully detach the concerto coil on the first attempt without difficulty. The concerto coil could not be used for testing with an in-house microcatheter due to its damaged condition. Based on the concerto coil analysis and on the event description, the report of ¿non-detachment¿, the event was confirmed. The concerto pushwire was returned for evaluation with the implant coil still attached. The intact tack weld replacement (twr) crimps likely led to the failure of the concerto implant coil to detach from the pushwire; however, the concerto implant coil was successfully detached with the use of an in-house instant detacher. The cause for the intact twr crimps could not be determined. In addition, there was no evidence that the customer attempted manual detachment of the implant coil. The pushwire was found to be intact distal to the break indicator. It is likely that the pushwire became bent, and the implant coil became damaged during the customer attempt to move the concerto coil against the reported resistance. It could not be determined if the concerto coil met specifications due to its damaged condition; however, all coils are 100% inspected for damages and irregularities during manufacture. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attemp ts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens expo sing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ precautions: ¿it is essential to confirm catheter compatibility with the concerto detachable coil. The outer diameter of the concerto detachable coil should be checked to ensure that the coil will not block the catheter.¿ also, ¿do not advance the coil with force if the coil becomes lodged within or outside the microcatheter. Determine the cause of resistance and remove the system when necessary.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that coil did not detached within the lesion. It was also reported that resistance was felt in the proximal section of the catheter and when the coil exited the sheath. The coil did not exit the catheter tip. The device was retrieved. A new coil was used to treat the patient. The device was used and prepared per the IFU. No patient injury occurred. There are no images of the device. The anatomy was not tortuous. The catheter was flushed as indicated in the IFU. The unknown catheter that was used was not reported to have been damaged and it was inspected prior to use. The catheter tip was shaped by the customer. The microcatheter used and the type of procedure are unknown. The customer reported to have attempted coil detachment 2 times. The manual detachment was attempted. The instant detacher was used to detach more coils and was discarded at the site. Tracking number (B)(4).